Event description:
During an aneurysm coiling, the sim2 guiding catheter went into the aorta and then would not advance. The catheter was removed and was noted to be tightly coiled. The device was no longer usable and was replaced with a new device without injury to the patient. Manufacturer response for catheter, guiding, sim2 envoy xb. They would like to evaluate the device.